Event description:
Daughter of the pt alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio2 inr: 2.1; laboratory inr: 4.7. The time between testing was ninety (90) minutes. Therapeutic range 2.0-3.0 for pt. Reportedly, the pt's daughter believed that the pt had an infection in her arm as there was severe black and blue bruising traveling from her hand to her elbow. The pt was taken to the emergency room and was diagnosed with severe bruising. There was no treatment provided. There was no additional info provided.

Manufacturer narrative:
The device was returned and the evaluation is in progress. A follow-up medwatch form will be submitted when the investigation is complete.